Event description:
It was reported by the customer that a pyxis medstation es system had a cubie failure. During device inspection, a field service engineer found burn mark on top and bottom of tray and confirmed there was no burning smell or additional failures. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-oct-2022 to 10- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie ejection failed in recovery storage space and in hta. A field service engineer manually ejected a two-wide cubie. On removal of tray, he found sticky residue from medication spill and position 2 in tray had clear burn mark on top and bottom of tray. He cleaned residue from medication spill and installed new cubie tray. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that the medication spill likely caused short, as burn mark mirrors position of wire to release cubie. A field service technician cleaned residue from medication spill and installed new cubie tray to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubie failure.during device inspection, a field service engineer found burn mark on top and bottom of tray and confirmed there was no burning smell or additional failures.there were no adverse events or injuries reported based on this event.